Event description:
It was reported that the patient experienced st elevation. After completing the pulmonary vein isolation procedure with a farawave pulsed field ablation catheter and while preparing to leave the procedure room, the patient experienced st elevation. A direct current cardioversion was performed and the atrial fibrillation stopped, but it turned into atrial tachycardia (at). It was diagnosed as an at affecting the lateral side of right atrium, and the lateral side was energized twice with pulsed field ablation (pfa). It was returned to the left atrium, and the pericardium, posterior wall, and anterior line were energized with pfa, the induction was confirmed, and the event occurred when preparing to leave after removing the catheter. A coronary angiography (cag) was performed, and no issues were observed. The patient was transferred to the intensive care unit for monitoring. The catheter is not expected to return as it was disposed by the facility, therefore the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.